Event description:
It was reported, the surgeon initially attempted to implant a larger 19mm sjm mechanical heart valve, but after it was seated, it was noted that the orifice of the right and left coronary arteries were markedly stretched and occluded. The valve was removed and rather than perform an aortic enlargement procedure because the pt had been on cardiopulmonary bypass for quite some time, the above-referenced 17mm valve was selected. After the valve was seated in the annulus, a leaflet was observed to be fractured. The valve and leaflet fragments were removed and it was replaced with another sjm 17mm mechanical valve. The pt was reported to have tolerated the procedure well, recovered and was discharged. Add'l info has been requested.